Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device 30980450l number, and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that no errors or product failure occurred. In a pvc procedure of right ventricular outflow tract (rvot), the octaray catheter was used to map the earliest excitation site and then thermocool® smart touch® sf bi-directional navigation catheter was used to attempt pacing from the earliest excitation site, but it was not captured. Octaray showed firm wave height, but thermocool® smart touch® sf bi-directional navigation catheter did not show any electrical signal. Thermocool® smart touch® sf bi-directional navigation catheter was pulled once and approached to the same site, and the electrical signal was detected. Paso was 94% on pacing, so ablation was performed several times. Pvc was terminated, but the blood pressure decreased, and pericardial effusion and its increase were confirmed by echocardiography, so pericardiocentesis was performed, and pericardial fluid (blood) was drained. Cardiac tamponade was resolved. Then, the blood pressure recovered, and the patient left the room after removal of the catheters and hemostasis without additional ablation or any other treatment. It was believed the perforation likely occurred prior to the thermocool® smart touch® sf bi-directional navigation catheter ablation. Atrial septal puncture was not performed. Ablation had already been performed before pericardial effusion or tamponade was confirmed (post use). Steam pop was not confirmed. Irrigation catheter was used, the flow rate setting was low flow 2ml/min, all ablation was performed at 30w, so at the time of ablation 8ml/min. The physician's judgment of health hazard is that it was non-serious (moderate/minor). Physician's opinion on the relationship between this event and the product was that this was a technique problem (procedure related). The sl0 was raised too high to the rvot and thermocool® smart touch® sf bi-directional navigation catheter was coming out of the sheath tip only a little, which may have resulted in high contact and perforation due to movement caused by breath. If more part of stsf had come out of the sheath tip, the perforation would have not occurred because stsf shaft was flexible. There were no abnormalities before and while using the product. Method of contact force (cf) monitoring included dashboard and vector. Transseptal puncture was not performed.

Manufacturer narrative:
In the initial 3500a report, a recall number was incorrectly provided. This device and event are not related to the recall provided. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).